Manufacturer narrative:
Na.

Event description:
It was reported that the ventilator was not delivering the expected breath rate to the pt with audible alarms. The ventilator was set to 22 and the pt was only getting 12-14 breaths. The pt's sat dropped to 89% so, the pt was removed from the ventilator and manually ventilated. No pt harm reported.